Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event on the mpu was confirmed via the reviewed log files. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 17 days (20jul2019 ¿ 07aug2019 per time stamp). A no external power alarm was active on 07aug2019 between 10:47:41 ¿ 10:47:42 when the patient was connected to the mpu. The emergency backup battery (ebb) provided power to the system during these events. The alarms cleared shortly after activating. Pump operation was not affected. The root cause for the no external power event on the mpu was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was experiencing alarms. Log file review by technical services found two no external power events on (B)(6) 2019 that appear to have caused power to the mpu being briefly interrupted. Patient felt fine except for dizziness with controller exchange.